Event description:
The customer reported the system intermittently shuts down without command. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply needs to be replaced. The reported issue is currently under investigation.